Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing blood glucose (bg) levels in the high 240's (mg/dl). The customer stated that the suspected cause of the high bgs was due to eating out frequently. The customer addressed their bg levels with boluses via the pump. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.